Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the electrocardiogram (EKG) was showing atrial pacing (ap) on top of ventricular sensing/ventricular pacing (vs/vp). The lead remains in use. No patient complications have been reported as a result of this event.